Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a dry acid mixer was not filling and produced a burning smell. There was no patient involvement, harm, or adverse event reported. Upon follow up, the customer said that the mixer was returned to service after he replaced the control board and the fill valve solenoid. He also said that he was informed that when the unit was turned on there was a loud sizzling noise and smoke coming out of the cabinet on the front of the mixer. A sample is available. No patient was involved.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a dry acid mixer was not filling and produced a burning smell. There was no patient involvement, harm, or adverse event reported. Upon follow up, the customer said that the mixer was returned to service after he replaced the control board and the fill valve solenoid. He also said that he was informed that when the unit was turned on there was a loud sizzling noise and smoke coming out of the cabinet on the front of the mixer. A sample is available. No patient was involved.